Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the device went into backup vvi mode. The device was successfully reset and reprogrammed. Device remains implanted.